Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box and stopcock. The stopcock was attached to the hub; as received. The batch number on the returned packaging and device matched the reported batch number. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the middle of the balloon wall was revealed. There was balloon material lifted around the pinhole with a deep scratch to the right of the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous from mid right coronary artery (rca) to distal right coronary artery (rca). Plain old balloon angioplasty was performed using a 1.5x 15mm emerge balloon catheter. A 15mm x 2.00mm nc quantum apex balloon catheter was selected for another dilatation. During an unspecified inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous from mid right coronary artery (rca) to distal right coronary artery (rca). Plain old balloon angioplasty was performed using a 1.5x15mm emerge balloon catheter. A 15mm x 2.00mm nc quantum apex balloon catheter was selected for another dilatation. During an unspecified inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.